Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental finding: the mpu battery door was cracked around the fastening screw. The door was replaced by technical service. This damage was not reported by the customer. The reported event, of a damaged mpu patient cable was confirmed when the unit was evaluated by technical service. The outer jacket of the patient cable had a damaged segment approximately one-quarter inch in length; the outer jacket had several slice marks on it and was scuffed; the damage was located approximately 10 feet from the mpu lemo connector block (approximately in the middle of the cable). Also, the battery door was cracked around the fastening screw hole. The unit was repaired by replacing the patient cable and battery door. The software on the unit was also upgraded to the current version. The repaired mpu was tested and returned to the rental/loaner pool. The damage to the patient cable appeared superficial; there were no internal wires exposed. The cable was operationally checked on a reference mpu. No functional issues were found and the mpu output power did not drop out when the damaged area was manipulated. The mpu assembly was made in dec 11, 2015. The unit was packaged and placed into stock on dec 15, 2015. The unit was placed into the rental/loaner pool on dec 30, 2015. The unit was a rental/loaner ¿ sent to the customer on feb 14, 2020. The mpu was built in accordance with manufacturing and quality specifications. Set up and use of the mobile power unit (mpu) with the heartmate 3 lvas are documented in the heartmate 3 lvas patient handbook and the heartmate 3 lvas instructions for use (IFU). Specific warnings and cautions regarding the mpu's set up, the potential tripping hazards presented by the mpu patient cable and power cord, and the electrical outlet used (including location and accessibility) are given in both the heartmate 3 lvas patient handbook and the heartmate 3 lvas IFU. The heartmate 3 lvas patient handbook states that the patient should contact their hospital should they believe their equipment has issues - "if for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the device was returned for routine maintenance.